Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a2: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is iceland. Blocks h3 & h6: the refinity catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission.

Event description:
It was reported that a refinity catheter (ivus) was used in a coronary diagnostic procedure in the mid-lad. First, the vessel was pre-dilated, next the ivus was run, followed by stenting, and then a balloon for post dilatation. To check the stent expansion, the ivus catheter was loaded back on the guidewire when an error message occurred. At that time, it was being decided if another ivus catheter be used, but first intended to take another angiogram, that might have been the final angiogram. The ivus catheter was in the guide catheter, when it was noticed that it embolized, as it came out of the guide catheter, mainly into the aorta. An attempt was made to pull everything back, but not everything came out. The radio opaque marker dot was showing in the lad, distal to the stent. Another ivus catheter was used to visualize what remained in the patient, when a clear plastic tubing, approx. 32 cm was noticed. The lad was rewired, and a snare was used to remove the distal portion of the ivus catheter. The procedure was completed with good angiographic results and no evident of patient harm. The patient will be brought back within 6-8 weeks for an angiogram to ensure no damage is present (not expected) and determine if further stent expansion is needed. This adverse event and product problem is being submitted because the refinity catheter shaft separated, requiring additional intervention for removal, and delay of procedure.